Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced adhesive issue on (B)(6) 2026. It was stated that the infusion set does not adhere to the skin after direct application. No further information available.